Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 54 mg/dl. Customer treated their low blood glucose with juice and food. Troubleshooting for the insulin pump was performed. Customer advised they had insulin flow blocked and their infusion set burned their arm. Customer had blood at site and advised the device would not record in the bolus wizard sometimes.